Event description:
It was reported that a single episode of noise was seen on the ventricular channel. A patient notification for non-sustained rv oversensing was received. Review of the episode noted low-level and appeared to be myopotential. The noise was unable to be reproduced, and all measurements appeared to be in-range and stable. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.